Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral position where there was subvalvular growing effusion noted. The procedure was aborted for pericardial drain. It was unknown if the effusion came from the wire or the introducer. Mid-procedure there was growing effusion noted. The patient required additional hemodynamic support. Pericardial drain was placed, and cell saver transfusion occurred. The patient was given 40mg of protamine. The cause was unknown- likely due to the wire in appendage or introducer near the appendage. The effusion was first noticed when steering down to the valve. The patient required increasing amount of hemodynamic support for blood pressure. It led to cardiac tamponade and a pericardial drain was placed. As per medical opinion, the perceived root cause of the event was puncture to the left atrial appendage. The patient remained in the hospital overnight, reversal of heparin with protamine, and the drain was removed next day.

Manufacturer narrative:
The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with other empirical evidence as confirmed by the edwards clinical specialist present at the case. Available information suggests that procedural and patient factors may have contributed to this event. Procedural factors include loss of imaging and placement of guidewire close to anatomy during device insertion which may have contributed to the effusion that resulted in atrial/septal wall damage. Additionally, patient factors include frail tissue which creates an environment that is more sensitive to device interaction that can lead to atrial/septal wall damage.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. This is a supplemental report to correct the h6 impact code.